Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported event of capsular contracture was received on april 04, 2025 with lot number 1234909. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "cap con (baker grade iii)". This record is for the right side. The device has been explanted. Capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "cap con (baker grade iii)".

Event description:
Healthcare professional reported "cap con (baker grade iii)". This record is for the right side. The device has been explanted. Capsulectomy performed.